Manufacturer narrative:
Additional narrative: primary tha took place 16 years ago by using profile. Revision took place on (B)(6) 2015 because of implants¿ aseptic loosening. The surgeon requests us to investigate the wear volume of the poly liner. There was no surgical delay. The patient is now under observation. Following investigation by applied research and bioengineering, it was concluded that: no patient x-rays, medical records or 3rd party report was received to assist in the investigation. From the information reviewed, it was unlikely that a manufacturing defect was present. No device defect was reported. No corrective action is required and no further investigation is recommended. Post market surveillance is per (B)(4). Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision took place because of implants' septic loosening.